Event description:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033184) on 05-feb-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain on my left side, daily pain, whole left side hurts starting in the left pelvis') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion disability), pelvic pain (seriousness criteria medically significant and intervention required), swelling ("whole left side is swelling and hurts starting in left pelvis") and fatigue ("I am tired of all it"), was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"), peripheral swelling ("swelling of my hands and feet"), ovarian cyst ("ovarian cysts") and menstruation irregular ("irregular periods"). The patient was treated with surgery (essure removed). At the time of the report, the abdominal pain and swelling had not resolved, the pelvic pain and fatigue outcome was unknown and the weight increased, abdominal distension, peripheral swelling, ovarian cyst and menstruation irregular had not resolved. The reporter considered abdominal distension, abdominal pain, fatigue, menstruation irregular, ovarian cyst, pelvic pain, peripheral swelling, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, tired. Quality-safety evaluation of ptc: final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.